Event description:
Following a catheterization procedure with a 4.6 mm vessel, an angio-seal device was deployed. The tech experienced difficulty gaining access due to scar tissue. An angiogram was performed and the tech questioned going forward with the procedure. The physician said to proceed with deployment and assisted the tech by advancing the locator and sheath through the scar tissue going from a 6f to an 8f sheath. Some oozing was noted and manual pressure was applied. The pt complained of leg pain and the pulse in the procedure leg were not present. The pt was placed on 5000 units of heparin. The pt was later taken to surgery to have the collagen and achor removed from the femoral artery. It was reported that the pt was doing well following the surgery.